Event description:
It was reported that the ilet user broke an inset infusion set while attempting to remove the adhesive paper around the needle, and a replacement infusion set was initiated for shipment. There were no reported adverse clinical effects. Outcomes included replacement supplies provided. Investigation included review of user report and logistics confirmation for a replacement. Investigation of this case revealed use error during infusion set preparation resulting in an unusable infusion set, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during setup.